Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Emdr 1049092-2017-00025 was denied as a duplicate submission on april 19, 2017. Emdr 1049092-2017-00048 is being submitted with the same data as that of MDR 1049092-2017-00025. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the packaging was not sealed upon receipt. Photos depicting the reported complaint issue were provided by the complainant.